Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the x-ray tube, interconnect cable, backplane and completed a high voltage supply pcb adjustment, along with a filament calibration. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system is displaying high ma errors. It was noted that this problem happened after customer replacement of the x-ray tube and service completed calibration. There was no report of pt injury.